Event description:
On (B)(6) 2010 a complaint report came through the corporate product surveillance (cps) voice mail system by a baxter IV therapy rep. (Ivtr) concerning repeated issues with a clearlink continu-flo solution set used on a sigma spectrum pump that occurred approximately 2 weeks ago. The sigma spectrum pump gave an upstream occlusion alarm when connected to the (B)(4). Normal antibiotic was being infused and normal saline. There was no patient injury, adverse reaction or medical intervention reported. No additional information is available.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air) on the homechoice (hc) machine during dwell 3 of 4. There were no leaks reported. The homepatient (hp) did not disconnect and all the bags were properly spiked and connected. The technical service representative (tsr) explained the alarm and assisted to retrieve cassette. The tsr advised the hp to let the nurse (rn) know about the alarm.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).